Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). The pmt broke with the device's pmt algorithm. Additionally, the device exhibited farfield oversensing from the patient's premature ventricular contractions (pvcs). Technical services (ts) recommended reprogramming. Subsequently, the device was reprogrammed. The device remains in use. No adverse patient effects were reported.